Event description:
One touch ultra meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep discovered through troubleshooting that the meter would power on when the "m" button was pressed, however, not when a test strip was inserted. Pt's meter and test strips were replaced due to an unresolved power issue.